Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion and the left ventricular (lv) lead had exhibited chronically high thresholds and had dislodged. The ICD was explanted and replaced while the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2006. A 6949 implantable tachy lead, (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.